Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) stated that one of the bags fell and became disconnected. The technical service representative (tsr) had the hp cycle the power. The hp asked if it was ok to just leave the fluid in. The tsr advised the hp to call the peritoneal dialysis nurse about whether or not he should dwell during the day with this much fluid. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the home patient's (hp) wife, the hp's wife stated that they were out of town and staying in a hotel. The bag was set on the end table and she thinks that while the hp was doing therapy the bag vibrated and fell onto the floor and disconnected. The hp's wife stated that they set up with new supplies and therapy went fine after that. The hp's wife stated that they did not notify the nurse but there was no patient injury or medical intervention needed.